Event description:
Boston scientific received information that this left ventricular lead was surgically abandoned during a scheduled replacement procedure due to dislodgement. There were no adverse pt effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.